Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device delivered anti-tachycardia pacing (atp) and shocks inappropriately. Boston scientific technical services (ts) was consulted and stated that since the episode had begun in the monitor only (mo) zone, then accelerated into the ventricular tachycardia (vt) zone, the re-detection and enhancements would not have been applied, so therapy will be delivered. Ts suggested some programming changes to alleviate in the future. Three rounds of atp were delivered and 4 shocks, but shock therapy was not exhausted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The device was subsequently explanted for clinical observations not related to this product issue. The device was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--